Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 rf head. (B)(4).

Event description:
It was reported the customer was getting an overheating message during interrogations. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to reproduce the overheat message, however engineering reviewed the logs and confirmed an overheat message, as a result the power supply was replaced. It was also noted that the system fan was noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.